Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead returned in two sections and helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The lead tip and helix appears intact. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was not successfully implanted due to helix extension issues. The lead was removed and replaced prior to pocket closure. The lead was returned for analysis later and laboratory analysis was able to confirm the reported field allegation. The lead was found fractured. No adverse patient effects were reported.